Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 7.0fr peel-apart sheath and vessel dilator was received for evaluation. Visual, microscopic evaluations were performed. Material damage was noted to the distal tip of the dilator with residue within. Therefore, the investigation is confirmed for the identified deformation problem. However, the investigation is unconfirmed for the reported material split, cut or torn issue as there was no visible split or torn was found on the sheath during evaluation. The definitive root cause could not be determined based upon available information labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiration date: 07/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a chronic catheter placement procedure, tip of the sheath allegedly split when inserting the introducer sheath over the wire. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2026). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a chronic catheter placement procedure, tip of the sheath allegedly split when inserting the introducer sheath over the wire. There was no patient contact.